Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: no anomalies were found.

Event description:
It was reported that the patient presented to the ER in full arrest, with a heart rate in the 20's beats per minute. External pacing was required. Interrogation of the device revealed high impedance of greater than 3000 ohms, oversensing, and non capture. It was also reported that there was inappropriate therapy, and no output. Evaluation in the operating room revealed the pin was all the way back in the port, and the lead did not come out of the header when tugged. When checked via the analyzer, lead measurements were within normal limits, so a possible device issue was suspected. The device was explanted and replaced. There were no further patient complications reported as a result of this event.